Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right common iliac artery that was both moderately calcified and tortuous. After lesion pre-dilatation, the absolute pro was advanced to the lesion. The handle was unlocked, and the thumb wheel rotated 2-5 clicks, but resistance was noted so it was decided to stop. The handle was re-locked, and the device removed without issue. No further intervention was performed on the lesion. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment failure and resistance with the thumbwheel was unable to be tested due to the condition of the returned device; however, the stent implant was returned slightly exposed from the distal sheath, but not yet expanded, and there were noted chatter marks on the distal sheath. Additionally, it was noted that the outer member was separated and there were tears and cracks in the retractable sheath (outer member) a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot.the investigation was unable to determine a definitive cause for the difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy (possibly over the aortic bifurcation) preventing the shaft lumens from moving freely and causing resistance with the thumbwheel. The chatter marks noted on the distal sheath suggest that the sheath was likely bent in the anatomy or advanced within a tight angle. Additionally, the separation of the outer member and noted tears/cracks in the retractable sheath may be the result of stress to the material while attempting to rotate the thumbwheel against resistance; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na